Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 20-jun-2024, it was reported that the patient faced infusion set cannula was kinked. The infusion set was in use for more than three hours. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.